Manufacturer narrative:
Initial report sent: 09/06/2007.

Event description:
Procedure type: inguinal hernia repair. According to the reporter, the surgeon was unable to insert the scope into the device. When the surgeon later tried to remove the dissection balloon, he encountered difficulty as it required force to remove it. Subsequently, the surgeon noticed that the dissection balloon had completely ripped off the device and remained into the pt's cavity. The balloon was retrieved from the pt with the use of surgical graspers without further intervention. No pt injury was reported.